Manufacturer narrative:
Relevant components include: product ID :8709sc, serial#: (B)(4), implanted: (b)(5) 2011, explanted: (B)(6) 2017. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 1,200 mcg/ml unknown baclofen at a dose of 320 mcg/day, 4.5 mg/ml morphine at a dose of 1.2 mg/day and 12 mg/ml bupivacaine at a dose of 3.2 mg/day via an implantable infusion pump for intractable spasticity. It was reported that the spinal segment of the patient's catheter detached from the intrathecal space and the patient became symptomatic and had a return of spasticity symptoms. The spinal segment of the catheter had come out of the intrathecal space. The spinal segment was revised on (B)(6) 2017 with a revision kit. There were no known environmental/external/patient factors that may have led or contributed to the issue. As troubleshooting, a side port study was done and could not aspirate. The issue was resolved at the time of this report. The explanted portion of the catheter would not be returned as it was discarded. The patient's status was "alive - no injury" and no further complications were expected or anticipated.